Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely down and displaying only a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen appeared black and in offline mode. A field service engineer (fse) determined that the station was down due to a short in one of the drawers. After ruling out the main cabinet as the source, the issue was traced to drawer 5.2 in the auxiliary cabinet. The short was found to be caused by drawer slamming, which led to back feeding spikes into the drawer board. To resolve the issue, the fse replaced the drawer board and the retractor band, realigned all drawers, and performed minor remediation to ensure stable operation. The system functioned as intended after the field service engineer repaired the device.